Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient do not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence causing high blood glucose and correction injection using multiple daily injections on (B)(6) 2026.